Manufacturer narrative:
(B)(4).

Event description:
We were notified that the balloon burst during inflation. There was no plaque shelf, no sharp hardware, no curves or tortuosity and no calcified lesion. A competitors balloon worked fine afterwards. There was no harm reported for the patient. The patient is a (B)(6) year old male.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned passeo-35 revealed that the balloon was fully deflated in his as-returned condition. An inflation device was connected and at a pressure of about 5 atm a fine jet of water was observed near the proximal x-ray marker. Further, microscopic analysis showed several deep scratches on the balloon surface near by the damage site. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined. Due to the transversal scratches in close vicinity of the fracture site it is assumed that the rupture of the balloon was most likely induced by the patient anatomy.